Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found no error codes in the diagnostic loge. The se then replaced the battery. The ventilator passed all testing and was placed back in service.

Event description:
It was reported that during patient use a ventilator displayed a battery alert. The patient was then transferred to an alternate device. There was no patient harm as a result of this event.